Event description:
Allergan legal department reports a case of lymphoma. There is limited information on this case; however, if/when information is made available, it will be updated and forwarded on.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2013. Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Upon further review of this case, it is noted that the day of the mastectomy was noted as (B)(6) 1997, however there is not a specific date of implant, therefore we will default to (B)(6) 1997 to cover the date of implant within the same year.

Event description:
Health professional reported , "a subpectoral saline implant is identified on the right capsular infolding - capsular contractures are identified. A small-moderate volume of fluid is seen around the implant." Additionally, patient reports to health professional "itching of [the] right breast.. [Patient] had a mastectomy ten years ago.. Post op [patient] had a mild infection which resolved with antibiotics." Patient was recently diagnosed with supraclavicular and axillary lymphadenopathy. "Recent pet that showed 'enlarged right epitrochlear lymph node." The biopsy showed "hodgkin lymphoma, nodular sclerosis. Bone marrow biopsy was negative for lymphoma [patient] was treated with abvd. Subsequent specimens review here from peri-prosthetic fluid of the right chest was reported as atypical lymphoid cells most consistent with anaplastic large cell lymphoma, in periprosthetic fluid and subsequent excisional biopsy of the right breast capsule. Immunohistochemical stains show that the atypical lymphoid cells are positive for cd15 and cd30. These findings raise the possibility of hodgkin's lymphoma." Pathological markers did not confirm alcl. Event will be captured as lymphoma device was removed and patient had a partial capsulectomy.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported , ¿a subpectoral saline implant is identified on the right. Capsular infolding ¿ capsular contractures are identified. A small-moderate volume of fluid is seen around the implant.¿ additionally, patient reports to health professional ¿itching of [the] right breast¿[patient] had a mastectomy ten years ago¿post op [patient] had a mild infection which resolved with antibiotics.¿ patient was recently diagnosed with supraclavicular and axillary lymphadenopathy. ¿recent pet that showed ¿enlarged right epitrochlear lymph node¿. The biopsy showed ¿hodgkin lymphoma, nodular sclerosis. Bone marrow biopsy was negative for lymphoma. [Patient] was treated with abvd. Subsequent specimens review here from peri-prosthetic fluid of the right chest was reported as atypical lymphoid cells most consistent with anaplastic large cell lymphoma, in periprosthetic fluid and subsequent excisional biopsy of the right breast capsule. Immunohistochemical stains show that the atypical lymphoid cells are positive for cd15 and cd30. These findings raise the possibility of hodgkin¿s lymphoma.¿ pathological markers did not confirm alcl. Event will be captured as lymphoma. Device was removed and patient had a partial capsulectomy.